Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a percutaneous coronary intervention was performed on the left main (lm) to mid left anterior descending (lad) coronary artery lesion. A non-abbott stent was implanted form the lm ostium into the mid lad when a perforation occurred in the proximal lad. A 3.5x19mm graftmaster (gm) stent was implanted at 16 atmospheres. The gm mid-distal stent showed a waist and post-dilatation was performed, successfully apposing the stent. The perforation had remained. Additional post-dilatation was performed and the perforation continued. The septal branch also covered by the gm continued to have blood flow in addition. There was no additional adverse patient sequela reported. No additional information was provided regarding this issue.

Event description:
Subsequent to the initial medwatch report, the additional information was received per cine image review: the graftmaster stent was either placed in a position, not completely covering the perforation, and / or the stent migrated during deployment. Stent migration during deployment could not be confirmed and was not reported by the account.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility / device operates differently (failure to seal)/stent graft leak; however, the subsequent treatment appears to be related to the operational context of the procedure. Failure to seal the perforation may be attributed to several factors including, but not limited to, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. In this case, it is possible that the stent either migrated prior to initial deployment or the graftmaster was not placed in the spot to cover the perforation, which contributed to the reported failure to seal; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.